Manufacturer narrative:
Product analysis summary: the device returned deflated. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal burst from the balloon material at the distal markerband location to the proximal balloon bond. The balloon material was jagged and uneven at the burst site. Lead in scratches were not evident proximal or distal to the tear site. Deformation was evident to the distal tip. Deformation was evident to the distal shaft with the material appearing pinched. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was indicated that the flow of blood through the vessels stopped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one euphora rx ptca balloon catheter to treat a mildly tortuous, non calcified lesion exhibiting 90% stenosis located in the proximal r-pda. The device was inspected with no issues. Negative prep was performed with no issues. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during pre-dilation of the lesion on the second inflation at 10-12atm a balloon rupture occurred. It was reported that contrast medium leak was observed. It was indicated that the flow stopped and the procedure was completed without complication. The patient is reported to be alive with no injury.